Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#:(B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and the ins and extension was taken out. The lead was left in for now. Antibiotics were given but the issue had not resolved. The rep was not at the procedure and does not have communication with the hcp. The rep provided as much info as was provided. No further complications were reported/anticipated.